Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used in a peg placement. Per the complainant, the right angle feeding tube leaked nutrition between the y-port and the tube. The procedure was completed with another button replacement gastrostomy device. There has been no report of complications or injury to the patient due to this event. Post procedure the patient status is good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).